Event description:
Loss of power was initially reported. Complementary information received on 20dec2017 with the following: the issue was detected during surgery. At the beginning, the handpiece worked normally but after, there was a lost of power. There was no patient injury. The event lead to an increase of surgery time between 30 minutes to 1 hour as the surgeon had to do the resection manually with bipolar, aspiration, and dissection forceps instead of ultrasound surgery. Linked to mfg report number: 3006697299-2017-00156.

Manufacturer narrative:
Investigation completed 15feb2018. No service history was available to be reviewed. This is the 1st time that the handpiece was returned. The DHR review has been deemed satisfactory. The evaluation verified the device was overtorqued. This fault/damage is consistent with none or incorrect utilization of the ¿torque base¿.